Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our rep. Is reporting to us that during an arthroscopic rotator cuff repair with the use of expressew for suture passing, the jaws of the expressew deployment gun worked intermittently. This was a difficult repair and the surgeon became frustrated with the device to the point that he decided to complete the repair via a mini open. The surgeon used free needle to suture and conclude the procedure successfully without further issue.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Our rep. Is reporting to us that during a rotator cuff repair with the use of expressew ii for suture passing, the jaws of the expressew ii deployment gun worked intermittently. This was a difficult repair and the surgeon became frustrated with the device to the point that he decided to complete the repair via a mini open. The surgeon used free needle to suture and conclude the procedure successfully without further issue.

Manufacturer narrative:
The complaint device was received and evaluated. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. The jaw does not open or close by squeezing the handle but will move when it is manually done. The jaw itself is undamaged so what most likely happened is one of the internal shear pins that drives jaw operation broke. This failure mode is a fail-safe that occurs when too much stress is put on the jaw, for example if too big a bite of tissue is taken and the jaw cannot close around it. The internal pins breaking prevents the jaw itself from breaking which could result in metal parts falling into the patient, so the device behaved as it was designed to in that scenario. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.